Event description:
Literature was reviewed regarding predictors of major vascular complications and arrhythmias following transcatheter aortic valve im plantation (tavi). The study population consisted of 80 patients who underwent tavi with either a medtronic (corevalve/evolut r/evolut pro, n = 48) or non-medtronic (sapien xt/s3, n = 32) valve type. Post-tavi adverse outcomes included: thrombocytopenia; acute k idney injury; myocardial infarction; major bleeding; major vascular complications; hospital readmission; arrhythmia (first-degree heart block, second-degree heart block, complete heart block, left bundle branch block, atrial fibrillation, ventricular tachycardia, others); and need for permanent pacemaker implantation. Additionally, the authors excluded three patients from the study due to periprocedural death. However, no evidence was presented to suggest a causal relationship between a medtronic product and any of these deaths.

Manufacturer narrative:
Citation: abu khadija h, alnees m, ayyad o, et al. Pre-procedural abnormal von willebrand factor function predicts clinical outcomes after transcatheter aortic valve implantation: a prospective cohort study. Front cardiovasc med. 2025; 12:1576921. Published 2025 may 23. Doi:10.3389/fcvm.2025.1576921 earliest date of publication used for date of event. Earliest approved medtronic tavi product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.